Event description:
It was reported that 2 copilot inflation devices were used in a procedure to inflate balloons and stents; however, a leak was noted during the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another inflation device was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. It is possible that the connection port was not fully connected/tightened thus resulting in the reported difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional ppak 20/30 w/copilot device referenced in b5 is/are filed under separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported leak was unable to be confirmed during return analysis, it is possible that the connection port was not fully connected/tightened thus resulting in the reported difficulties; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - catalog # , UDI #, lot# h6: type of investigation code 4114 was removed. H10 - additional mfg narrative: updated, device was returned for analysis.